Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experiencing high blood glucose. Blood glucose level was over 33.3 mmol/l. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Customer was neither in emergency room, nor admitted into hospital. Customer did allege insulin pump was under delivering because customer had taken shots and body wasn¿t resistant to that but when he puts it back on his sugars start climbing. Customer treated with injection. Performing high pressure test was passed. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.